Event description:
It was reported that the customer wanted a replacement insulin pump due to high blood glucose values of 407 mg/dl. Customer stated that he treated the high blood glucose values with the insulin pump. Customer stated that a 911 call was made on (B)(6) 2014. The customer's blood glucose level was around 300 mg/dl at the time of the call. Customer stated that before the 911 call he was acting out of it, walking around in a daze, walking around in circles and started babbling while laying down. Customer stated that he was unresponsive to his mother and not acting normally. Customer stated that he was not in an accident. Troubleshooting was not fully completed because customer refused to do so. Customer mentioned that he saw air bubbles in the reservoir and was guided on how to remove them. Also addressed a past event with no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).